Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that following the implant of an implantable pulse generator (ipg) system the patient presented to the hospital due to atrial lead dislodgement. It was noted that the device was reprogrammed to vvir and the lead remained implanted. The patient was discharged and was later reported as deceased. A cause of death was requested and not received.